Event description:
It was reported that while using the surgical fiber during a prostate procedure, there was ¿dislodgement of the tip. The laser beam straight forward¿ @ 300,000 joules and 55 minutes of use. The fiber was not cleaned during the procedure. The fiber was exchanged and the case completed. Patient outcome: no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch mark. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.